Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead impedance on both the pace/sense and high voltage (hvb) showed decreased impedance, with the hvb showing low measurements. The left ventricular impedance also appeared to have decreased. Trend data indicated multiple high impedance measurements on the pace/sense portion of the rv lead. Both leads remain in use. No patient complications have been reported as a result of this event.